Event description:
The hcp reported the patient was experiencing no pain relief. The pump was infusing dilaudid and marcaine. A rotor study was performed. The pump failed. The pump was explanted and replaced. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis is not complete as of the date of this report.